Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Device data was sent to engineering for review. Device data confirmed the battery depletion was due to increased power consumption and recommended device replacement. This device remains in service. No adverse patient effects were reported.